Event description:
Boston scientific crm received information that this atrial lead was exhibiting noise and a fracture was suspected. Subsequently, he lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead has not been returned. Should this lead get returned, it would be analyzed.